Manufacturer narrative:
The drill was returned to the MFR for an unrelated issue and upon eval, it was discovered that drill operated when the trigger was not activated. Internal components were evaluated and a damaged motor assembly and bearing was discovered. The components were replaced and additional preventative maintenance was also performed. The device was returned to the user facility.

Event description:
It was reported that during testing conducted at the MFR, the drill operated when the trigger was not activated. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.